Manufacturer narrative:
Additional information: expiration date 02/01/2022. Part received on 04/29/2013. The event date was added in error in the initial medwatch. It should have been left blank because it is unknown when the patient experienced the infection. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4).  Report received indicates the measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. As mentioned from the surgeon it was due to a suspected non union from an infection. All returned article are intact, therefore we are not able to determine any cause which may have lead to this revision.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013, a locking compression plate (lcp) was implanted into a patient. On an unknown date, the patient presented with infection and a suspected non-union. The plate was removed on (B)(6) 2013. An external fixator was applied following removal. No additional information is available. This is report 5 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history review for this lot has been requested. The investigation could not completed; no conclusion could be drawn, as no product was received.